Event description:
An ophthalmic assistant reported a pt who was diagnosed with keratitis following use of this product. The pt was treated with steroid drops. The pt discontinued use of the product and the symptoms have resolved. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis. The product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. Add'l info was requested by phone, fax and mail on 1/31/2012 and 2/1/2012. A completed questionnaire has not been received. (B)(4).